Event description:
It was reported that the patient experienced blood glucose levels in the 20's mmol/l and was treated with an IV of insulin in the hospital. It was found that the cannula in use at the time was kinked. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product available to be returned.